Event description:
Customer's friend reported customer received a reading of "hi" on the display of her freestyle lite blood glucose meter and immediately self-administered 6 units of humalog insulin. Customer rechecked her glucose approximately 2 1/2 hours later and received a result of 274 mg/dl. Customer experienced diaphoresis, twitching, rapid eye movements and then lost consciousness. Paramedics responded and they received a result of 28 mg/dl on an unk brand of meter. Customer was given a glucose injection and transported to a local hospital. It is unk that additional treatments may have been rendered at the hospital. There was no report of death or permanent injury associated with this event. It was also reported that one of the test strips from the vial that customer used to test with looked faded around the area where blood is applied.

Manufacturer narrative:
This is an initial report. The device has been requested back for an investigation. A final report will be submitted when the investigation is complete.